Event description:
In 2005, the physician successfully implanted a gore bifurcated endoprosthesis without incident. At the 3 month follow-up visit, the graft and patient was doing well. 4 months later the patient was admitted to the hospital for pnuemonia. The patient later developed sepsis. The graft also appeared /to be infected. After several unsuccessful attempts to treat the infected graft, the graft was explanted in 2006 and the aorta was repaired with a bifurcated vascular graft. The next day, an axiliary-femoral bypass procedure was also performed. The patient's status was stable following the procedure.